Event description:
The rotator broke during use. No harm or injury reported.

Manufacturer narrative:
Device evaluation: device has not been returned for evaluation. A review of the device history record did not reveal any exception documents. Complaint database review found on similar complaints for this lot number. A follow-up report will be submitted when the device evaluation has been completed. Method: other, device history record was reviewed. Complaint database was reviewed. Conclusions: other, a follow-up report will be submitted when the device evaluation has been completed.